Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital with chest pains. It was found that the patient had a pericardial effusion. The rv lead exhibited increased threshold measurements and decreased pacing impedance measurements in the 700 ohms range. A lead perforation was suspected. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in another facility for follow up. Increased threshold measurements continued to be observed. The physician opted to leave the lead as is and monitoring will be continued.